Manufacturer narrative:
It is evident that 2 different dose values were programmed for potassium infusions: dose rate: 3.9 meq/hr and dose rate: 29.4 meq/hr. The higher the value, the shorter the infusion time, making the delivery of the medication faster. However, this analysis must be performed under medical criteria and determine whether the programmed dose is correct or could have affected the patient. Customer protocol tests the customer does not report infusion values, only mentions a 250 ml bolus and the potassium medication. Due to lack of information, it is not possible to create a protocol to simulate the same infusion conditions. However, during the product verification tests, the device infused correctly without over-deliveries, did not generate technical faults or alarms, or over programming caused by the keyboard. The client does not report any anomaly or unsafe condition of the device, he only requests confirmation of drips, administration times and alarms. Probable cause: the probable cause cannot be determined due to lack of information on the programmed values. However, the programmed infusions are extracted according to the client's request so that they can be aware of, analyze the programming and determine if there was any failure on the part of the user at the time of programming. E1 initial reporter phone number: ext.(B)(6).

Event description:
The event involved a plum 360 where it was reported the patient was allegedly administered a bolus of potassium diluted in a 250-bolus bag. Pending confirmation, the next day with the night shift manager who allegedly administered it. It was requested to confirm the programming with time, drips and alerts from (B)(6) 8 p.m. To (B)(6) 1:00 p.m. It was reported it is unknown if the medication was administered or not and would like confirmation of the programmed drips. The product status at the time of event was during infusion. The event occurred during patient use; however, no harm was reported.